Event description:
The customer reported that following an rf ablation procedure, a burn was found at the pad site on the pt's back. Only one pad had been used. Pt info and degree of burn were not available.

Manufacturer narrative:
Covidien reference#: (B)(6). Date of initial report: (B)(6) 2010. The incident device was discarded by the customer and was not available for eval. The device instructions for use caution to use two (2) pads for each procedure using a single electrode, or four (4) pads for each procedure using cluster electrodes. Additionally, the customer reported that the injury was caused by their mishandling of the product.